Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call hospitalization due to high blood glucose levels. Customer's blood glucose level was 400 mg/dl. Customer is currently in the emergency room and the mother believes the device is not giving insulin. Troubleshooting for high blood glucose levels was performed. Customer's mother stated the doctor advised that the insulin pump must have issues. Customer's mother wanted the device to be replaced. Customer's mother was advised troubleshooting determined there was nothing wrong with the device. However, they will replace the device although that may not be the issue of why the customer had high blood glucose levels. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing, including displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.